Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate ii lvas patient handbook, document #10006962, rev. B, was available at the time of the event. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them, including the low battery power and no external power alarms. The patient handbook also provides instructions on exchanging power sources and warns that at least one system controller power cable must be connected to a power source at all times. The powering the system section explains how to use the mobile power unit. Connecting the power cord is also described in this section. The document warns the user to avoid positioning the mobile power unit where access to the power cord plug into the wall socket is limited or where disconnection of the plug from the wall socket is difficult. If there is a power failure, transfer from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while you transfer to batteries. Do not rely on the controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information on 12dec2018. It was reported that during a follow-up clinic visit on 12dec2018, device interrogation revealed continued no external power events while the vad was connected to a mobile power unit (mpu). The patient is using a locking power cord on mpu. The patient denied loss of power in home. The patient will bring mpu to next appointment for inspection. No additional information was provided. The manufacturer's technical service representative reviewed the submitted log file and confirmed 3 transient events where the system controller operated on internal battery while tethered on mpu. These events occurred on (B)(6) 2018, (B)(6) 2018 and (B)(6) 2018. Possible causes related to these events are due to the power cord coming loose from the mpu or the wall outlet.

Manufacturer narrative:
The serial number of the device was requested but not provided. The implant date reflects the date the patient was implanted with the lvad. Approximate age of device- 42 days (calculated from the date when the mpu was issued do the patient). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that multiple no external power alarms occurred starting on (B)(6) 2018. There was no reported adverse impact to the patient due to the events. The manufacturer's technical service representative reviewed the submitted log file and confirmed multiple no external power alarms while the vad was connected to a mobile power unit (mpu). These event may have been caused by the mpu's power cord coming loose from the back of mpu or the wall outlet. During the events, the system controller's internal battery took over running the pump as designed.